Event description:
It was reported that the pt presented for a normal f/u. The right ventricular lead exhibited a high out of range impedance value and noise resulting in oversensing. The lead output was increased and the ventricular sensitivity was decreased. The lead remained implanted and it was decided to schedule the lead to be explanted and replaced.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.